Event description:
Rn noted a drop in the pt's oxygen saturation. The screen on the hamilton galileo was blank, and the unit was without power. No ventilator alarm sounded. The pt was immediately ventilated manually with 100% until the machine was replaced. Upon investigation, it was discovered that another unit of the same make and model number had a similar incident. This occurred as the machine was being set up on the pt - so no adverse events occurred. Both units were rented.